Event description:
As reported, the balloon does not deflate when inflation is tested before use. No problem of deflating the balloon after verification, which means the balloon deflation problem was resolved after the first testing failed. The second/third/following times balloon could be deflated. There were no patient complications.

Manufacturer narrative:
The catheter was received without a syringe or the package. Examination of the catheter body and the balloon and windings was performed at 10x magnification. There was no visible damage observed. The balloon was inflated with 0.2ml and inflated clearly and concentrically and leakage was not observed. Free deflation time (free implies unaided in air) was less than 1 second and is within the allowable specification. A review of the manufacturing records indicated that the product met specifications upon release. The complaint of balloon deflation was not confirmed. As suggested in the product IFU, the maximum gas capacity for balloon inflation is 0.2ml. Handling factors may have contributed to the event. No actions will be taken at this time.